Event description:
Patient presented with a disassociated mdm insert from a femoral head following a dislocated mdm hip. Surgeon stated that the patient fell from a deck and dislocated her mdm component, had a closed reduction of the hip joint at another facility, after that the surgeon stated she came to his office, and radiographic indication showed an intra prosthesis dissociation of the mdm insert from the femoral head. Surgeon revised the failed mdm components to a constrained liner. Update (B)(6) 2019: as reported by rep: "a functioning mdm construct consists of a femoral head with a poly liner that is attached onto it, which then articulates freely into the metal liner inside the acetabular shell. In this case, the poly liner was disengaged completely from the femoral head, (known as an intra prosthesis disassociation)". Rep reported that no further information will be available.

Manufacturer narrative:
An event regarding dislocation and disassociation involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated "insert the returned insert is shown in figures 7-10; damage consistent with the explantation process was observed on the distal surface of the insert (figure 8)." Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis a material analysis has been performed. The report concluded: metal transfer markings were observed on the articulating surface of the head and explantation damage was observed on the distal surface of the insert. Damage present on the surface of the sleeve female taper is consistent with interaction between the sleeve and trunnion. Xrf showed that the adapter sleeve and shell were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with a disassociated mdm insert from a femoral head following a dislocated mdm hip. Surgeon stated that the patient fell from a deck and dislocated her mdm component, had a closed reduction of the hip joint at another facility, after that the surgeon stated she came to his office, and radiographic indication showed an intra prosthesis dissociation of the mdm insert from the femoral head. Surgeon revised the failed mdm components to a constrained liner. Update 04/june/2019: as reported by rep: "a functioning mdm construct consists of a femoral head with a poly liner that is attached onto it, which then articulates freely into the metal liner inside the acetabular shell. In this case, the poly liner was disengaged completely from the femoral head, (known as an intra prosthesis disassociation)". Rep reported that no further information will be released by the hospital or surgeon.